Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately four weeks post implantation of an implantable pulse generator (ipg) system that the patient developed an infection. It was also reported that the right atrial (ra) lead had dislodged. The ipg system was removed and replaced. No further patient complications have been reported as a result of this event.